Manufacturer narrative:
Concomitant products: 3058 interstim urinary ip and 3093-28 interstim lead, implanted: (B)(6) 2010; 3058 interstim urinary ipg and 3093-28 interstim lead, implanted: (B)(6) 2010.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited intermittent loss of capture after the lead had been connected to the device. The physician indicated that there had been difficulty inserting the lead all the way into the header, and suspected that the setscrew had been stripped. The lead was disconnected from the device, retested through the analyzer, and reconnected to the device. No further loss of capture was observed, and all measurements were within normal ranges. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.